Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was not returned for evaluation. Log file analysis revealed seven (7) electrical fault alarms logged on 26-mar-2020 between 12:33:42 and 13:04:06 due to an open phase on the front stator, resulting in the pump running on a single stator (rear stator only). Two (2) vad disconnect alarms were logged starting at 13:05:00, indicating physical disconnections of the driveline from the controller, which corresponds with the reported controller exchange. As a result, the reported event was confirmed. Based on risk documentation and the available information, a possible root cause of the reported event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller reported an error.

Manufacturer narrative:
A supplemental report is being submitted for a correction to the event details and coding. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the controller exhibiting an electrical fault alarm and controller exchange, the patient was hospitalized. The patient refused treatment such as intubation and emergency surgery could not be performed. Approximately three days later, the patient died, and the cause of death was provided as sepsis from an ileus. Of note, the site deemed no connection between the ventricular assist device (vad) and the death.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Corrected sections: - b1: adverse event or product: corrected from product problem to adverse event & product problem - b2 outcome attributed to adverse event: updated to check off "death" - b2 date of death: updated to include date (B)(6) 2020 - b5: desc evt problem: corrected to include additional adverse event experienced by the patient and product malfunction exhibited - h1 type of reportable event: updated to check off "death" - h6 patient codes (ime/annex e), imf (annex f) health impact, device codes (fdd/annex a), img (annex g) component, eval code method (fdm/annex b), eval code result (fdr/annex c), eval code conclusion (fdc/annex d): corrected to include new annex codes that reflect the reported event. - h10 addt manufacturer for MDR: corrected the product event summary to include the reported event for adverse event and malfunction. Added additional product additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104/ catalog #: 1104/ expiration date: 31-jan-2021 / serial #: (B)(6)5 UDI #: (B)(4) d9: no h3: yes h4: mfg date: 08-jan-2019 h5: yes h6: patient ime code(s): e0306 h6: imf code(s): f02, f08, f21, f23 h6: img code(s): g02004, g07001, g04105 h6: FDA device code(s): a24 h6: FDA method code(s): b15, b17, b14 h6: FDA results code(s): c21, c04 h6: FDA conclusion code(s): d10, d16, d15 product event summary: ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. Review of the (B)(6) sterility certificate confirmed that the associated device met all requirements for release. Log file analysis associated with (B)(6) revealed twelve (12) electrical fault alarms logged between (B)(6) 2020 at 14:10:07 and (B)(6) 2020 at 13:04:06 due to an open phase in the front and rear stators, resulting in the pump running on a single stator. Additionally, review of the alarm log file associated with (B)(6) revealed one (1) vad disconnect alarm was logged on (B)(6) 2020 at 14:10:16, one (1) vad stopped alarm was logged on (B)(6) 2020 at 14:11:18, and one (1) controller fault alarm was logged on (B)(6) 2020 at 23:53:23. The vad disconnect alarm was logged due to a critical phase open, indicating there was an open phase on each stator. The vad stopped alarm was logged due to a failure of the pump to restart after several attempts. The vad stopped alarm was followed by a controller power up event logged on (B)(6) 2020 at 14:12:33, likely due to troubleshooting. A successful motor start event was then recorded on (B)(6) 2020 at 14:12:40. The controller fault alarm was logged due to an open metal¿oxide¿semiconductor field-effect transistor (mosfet) fault in the front stator, resulting in the pump running on a single stator. An additional vad disconnect alarm was logged on (B)(6) 2020 at 13:05:00, indicating physical disconnections of the driveline from the controller, which corresponds with the reported controller exchange. Review of the event log file associated with (B)(6) revealed multiple reactivation events logged between (B)(6) 2020 and (B)(6) 2020, due to an open phase on each stator and an open mosfet fault. Review of the controller log files associated with (B)(6) revealed a controller power up event logged on (B)(6) 2020 at 13:01:47 with a subsequent vad disconnect alarm at 13:01:51 indicating the driveline was not connected to the controller; the power up event and vad disconnect alarm likely occurred during a controller exchange. Review of the event log file associated with (B)(6) revealed a reactivation event logged (B)(6) 2020 at 17:30:31, due to an open phase in the rear stator. It is likely the observed electrical fault alarms were related to the reported "error" event. As a result, the reported electrical fault alarms and "controller error" event was confirmed. Analysis of the available log files also revealed intermittent decreases in estimated flows within the analyzed period and 85 low flow alarms were logged since (B)(6) 2020. Information provided by the site revealed the patient was hospitalized but refused treatment such as intubation and emergency surgery could not be performed. Approximately three days later, the patient died, and the cause of death was provided as sepsis from an ileus. Based on the available information, including the occurrence of the event over 30 days post-implant and the statement by the physician that the event is unrelated to the device, the device most likely did not cause or contribute to the reported death event. Based on risk documentation and the available information, a possible root cause of the electrical fault alarms, initial vad disconnect alarm, observed reactivation events, and controller fault alarm can be attributed, but not limited, to a faulty controller component, contamination by foreign material of the driveline connector, and/or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the su bpopulation of fca cvg-21-q3-21. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection and death are known potential com plications associated with the implantation of a vad. There was no evidence that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Additional information: - b5: desc evt problem: updated to include additional product malfunction observed via log file review - h10 addt manufacturer for MDR: updated the product event summary to include the reported event for adverse event and malfunction. Added additional product (controller) d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420/ expiration date: 31-may-2020 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 06-may-2019 h5: no h6: patient ime code(s): e0306 h6: imf code(s): f08, f02, f23, f21 h6: img code(s): g04034, g04035 h6: FDA device code(s): a0708 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04, c19 h6: FDA conclusion code(s): d15 product event summary: ventricular assist device (vad) (B)(6)and two (2) controllers (B)(6)were not returned for evaluation. Review of the (B)(6) sterility certificate confirmed that the associated device met all requirements for release. Log file analysis associated with (B)(6) revealed twelve (12) electrical fault alarms logged between (B)(6) 2020 at 14:10:07 and (B)(6) 2020 at 13:04:06 due to an open phase in the front and rear stators, resulting in the pump running on a single stator. Additionally, review of the alarm log file associated with (B)(6)revealed one (1) vad disconnect alarm was logged on (B)(6) 2020 at 14:10:16, one (1) vad stopped alarm was logged on (B)(6) 2020 at 14:11:18, and one (1) controller fault alarm was logged on (B)(6) 2020 at 23:53:23. The vad disconnect alarm was logged due to a critical phase open, indicating there was an open phase on each stator. The vad stopped alarm was logged due to a failure of the pump to restart after several attempts. The vad stopped alarm was followed by a controller power up event logged on (B)(6) 2020 at 14:12:33, likely due to troubleshooting. A successful motor start event was then recorded on (B)(6) 2020 at 14:12:40. The controller fault alarm was logged due to an open metal¿oxide¿semiconductor field-effect transistor (mosfet) fault in the front stator, resulting in the pump running on a single stator. An additional vad disconnect alarm was logged on (B)(6) 2020 at 13:05:00, indicating physical disconnections of the driveline from the controller, which corresponds with the reported controller exchange. Review of the event log file associated with (B)(6) revealed multiple reactivation events logged between (B)(6) 2020 and (B)(6) 2020, due to an open phase on each stator and an open mosfet fault. Review of the controller log files associated with (B)(6) revealed a controller power up event logged on (B)(6) 2020 at 13:01:47 with a subsequent vad disconnect alarm at 13:01:51 indicating the driveline was not connected to the controller; the power up event and vad disconnect alarm likely occurred during a controller exchange. Log files associated with (B)(6) also revealed six (6) controller power up events with associated pump start events were logged on (B)(6) 2020 between 17:30:22 and 18:02:12. In addition, review of the event log file revealed a reactivation event was logged on (B)(6) 2020 at 17:30:31, indicating an open phase in the rear stator, resulting in the pump running on a single stator. It is likely the observed electrical fault alarms were related to the reported "error" event. As a result, the reported events were confirmed. Analysis of the available log files also revealed intermittent decreases in estimated flows within the analyzed period and 74 low flow alarms were logged since (B)(6) 2020. Information provided by the site revealed the patient was hospitalized but refused treatment such as intubation and emergency surgery could not be performed. Approximately three days later, the patient died, and the cause of death was provided as sepsis from an ileus. Based on the available information, including the occurrence of the event over 30 days post-implant and the statement by the physician that the event is unrelated to the device, the device most likely did not cause or contribute to the reported death event. Based on risk documentation and the available information, a possible root cause of the electrical fault alarms, initial vad disconnect alarm, observed reactivation events, and controller fault alarm can be attributed, but not limited, to a faulty controller component, contamination by foreign material of the driveline connector, and/or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during logfile analysis a second controller, in use during the time of the patient's hospitalization and subsequent death, exhibited loss of power.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical failure which triggered an electrical fault alarm. The controller was exchanged. No patient complications have been reported as a result of this event.